Event description:
Customer was admitted to hosp for low blood glucose. Customer called hotline and reported she was receiving a motor error alarm. Additionally customer mentioned she was hospitalized for 12 days due to low blood glucose. Cause of low blood glucose were unk. During prime the customer received a no delivery alarm.